Event description:
Information was received from a consumer regarding a patient receiving lioresal dose and concentration not reported, via an implantable pump. The indications for use was intractable spasticity. The patient¿s medical history included a spinal cord injury and was in a wheelchair. The patient reported that 2-3 weeks ago they went to the mountains and was at 2900 feet above sea level and didn¿t feel so good, their legs felt like way loose, extra extra loose, lightheadness, a really bad headache and went poop a lot more (change in bowel pattern) than the patient has ever in her life (4-5 times a week). The patient stated she was there about 2-3 days and stated she overall generally didn¿t feel good and once the patient left the mountains and made it (B)(6) she felt better. Per the patient when was in (B)(6) she was below sea level, but now she is in (B)(6) she is at 976 feet elevation above sea level. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an emergency room health care professional (hcp) regarding the patient who was receiving baclofen (unknown dose and concentration). The hcp stated that the patient said that she felt she experienced overdose-type symptoms when driving from (B)(6) to (B)(6) when at a higher altitude in the (B)(6) mountains. The hcp did not have a time line but stated patient was just implanted in (B)(6) and recently traveled to (B)(6).